Event description:
It was reported that angina occurred on (B)(6) 2021, the patient presented with unstable angina. Loading doses of 324 mg of aspirin and 75 mg of clopidogrel was given prior to the procedure. The target lesion was located at the ramus and was 26 mm long with a reference vessel diameter was 4 mm. Following pre-dilation with a 4.00 mm x 15 mm balloon, the lesion was successfully treated with a 4.00 mm x 30 mm agent dcb with 20% residual stenosis and timi flow 3. The patient was discharged on aspirin and clopidogrel. On (B)(6) 2022, the patient was noted with worsening angina. At the time of the event the patient was on aspirin and clopidogrel. On (B)(6) 2022, the patient presented to the hospital with symptoms of worsening angina and was recommended for cardiac catheterization. Angiography revealed 90% is-stent restenosis which was then treated with rotational atherectomy and ptca. The event was considered to be resolved/recovered.

Event description:
It was reported that angina occurred on (B)(6) 2021, the patient presented with unstable angina. Loading doses of 324 mg of aspirin and 75 mg of clopidogrel was given prior to the procedure. The target lesion was located at the ramus and was 26 mm long with a reference vessel diameter was 4 mm. Following pre-dilation with a 4.00 mm x 15 mm balloon, the lesion was successfully treated with a 4.00 mm x 30 mm agent dcb with 20% residual stenosis and timi flow 3. The patient was discharged on aspirin and clopidogrel. On (B)(6) 2022, the patient was noted with worsening angina. At the time of the event the patient was on aspirin and clopidogrel. On (B)(6) 2022, the patient presented to the hospital with symptoms of worsening angina and was recommended for cardiac catheterization. Angiography revealed 90% is-stent restenosis which was then treated with rotational atherectomy and ptca. The event was considered to be resolved/recovered. It was further reported that the 90% in-stent restenosis was treated (B)(6) 2021. The patient presented to the hospital with ongoing symptoms of angina on (B)(6) 2022 and was prepared for left heart cardiac catheterization. At the time of the event the patient was on aspirin and clopidogrel. Post revascularization, the residual stenosis was noted as 20% with timi flow of 3.